Manufacturer narrative:
Inspection of the blade indicated that there were no discernable signs of scoring in the plating or in the blade substrate. During fit and assemble of the blade the inner blade is rotated within the outer blade to ensure that the inner blade spins freely and there is no contact between the blade edgeforms. The fit of the blade indicates that there is no excessive runout responsible for the shedding. Shedding of the plating may be experienced in the event that there is side loading of the blade during use. Confirmatory shed testing cannot be completed as valid data cannot be generated if a blade has previously been used. No additional investigation is warranted at this time. (B)(4)

Event description:
At the end of the case it looked like small shedding (really fine glitter) in the patients uterus. The blade was sterile and stainless steel so it will probably be expelled in her next monthly cycle. The doctor believes there will not be any complications.